Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the product was not returned for evaluation. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. Customer stated, "upon removal of introducer sheath the device separated from the hub." It is unknown to what extent of damages, if any, were present at the proximal end of the sheath near the hub. As per the additional information received, the procedure was a tavr. Access site and vessel factors such calcification, scar tissue or tortuosity is unknown. Shaft of the sheath was removed. It is unknown if additional interventional procedure such as a snare was used to remove the sheath or if it was directly pulled off the wire. Based on the limited information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Event description:
Dr reported that: " upon removal of introducer sheath the device separated from the hub." Ai received on (B)(6) 2024: "shaft of sheath was removed in its entirety from the patient. There was no patient harm, injury or health consequences reported." Associated complaints: 2134812-2024-00014, 2134812-2024-00013 and 2134812-2024-00015.

Event description:
Dr reported that: " upon removal of introducer sheath the device separated from the hub." Ai received on (B)(6) 2024: "shaft of sheath was removed in its entirety from the patient. There was no patient harm, injury or health consequences reported." Associated complaints: 2134812-2024-00014 and 2134812-2024-00015.

Manufacturer narrative:
(B)(4).